Event description:
I noticed changes in my bladder, lower back pain. On sunday night I noticed something inside my pad, I put it up to light it had dark spots and cluster. It was not used yet but I was replacing it. For the last year my bladder has weakened and causes pain. I've been using albertsons signature select maxi-pads super absorbency #2 for years so does my daughter. She had just finished her period and used a lot of this batch. It looks like mold inside not outside. Expiration date 06/28. I took pictures and went to inform albertsons workers. I had to get the same brand but overnights, I asked for a different brand but they said I was $4.00 short. These new pads have the same thing. I'm keeping this one because this is bad for our daughters, us moms too. I'm going to make doc appt to check us.